Event description:
It was reported that the doctor placed the device on (B)(6) 2021 when the doctor placed the device. Then the doctor find that backflow came from the device. So at that time they remove the PICC line due to this product defect. And place the new PICC line to the same patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of backflow through the device was inconclusive due to the sample condition. One groshong nxt 4 french single-lumen PICC was returned for investigation with a stiffening stylet and guidewire, which was received in its hoop. A photograph was also returned which pictured the same device. The catheter was incomplete. The tubing was received in two segments. One segment was attached and secured to the two-piece connector. The catheter tubing extended 1cm from the distal end of the strain relief over sleeve at the distal end of the connector. The second segment of tubing was 41.5cm in length and contained the 19-59 cm depth marks. Microscopic examination concluded that the break in the tubing was induced by sharp instrument damage. The segment of tubing that contained the 3-position valve was not returned for investigation. A functional test revealed no leaks or occlusions in the tubing. Since the valve was not returned for investigation, the root cause of the reported event could not be fully investigated. The instructions for use (IFU) state, ¿to reduce potential for blood backflow into the catheter tip, always remove needles or needeless caps slowly while injecting the last 0.5 ml of saline.¿ possible causes of the reported event include blood clot or particulate matter holding the valve open, valve pushed open due to its position/coiling, and catheter valve tip inadvertently cut off prior to placement. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1151 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the doctor placed the device on (B)(6) 2021 when the doctor placed the device. Then the doctor find that backflow came from the device. So at that time they remove the PICC line due to this product defect. And place the new PICC line to the same patient.